Event description:
On (B)(6) 2011 the patient reported charging more than expected. The patient also noted that when it was cloudy or overcast, it seemed to take 2 to 3 hours to fully charge her neurostimulator. The recharge interval appeared appropriate for the number of coupling bars the patient stated she had. The patient also reported feeling dizzy and light headed, and stated she had been falling a lot. Her physician was going to order an MRI of the brain, and was also possibly going to order a CT of the cervical spine as the patient had herniated cervical discs, and had two previous fusions. It was believed the patient had issues with compression which was causing nerve issues. Narrowing of the spinal column was also suspected. The patient had an appointment scheduled with her physician on (B)(6) 2011. Additional information received reported the event was caused by stimulation settings, and charging issues. It was noted it took the patient 6 hours to charge. Impedances were noted to be high, but were still within normal limits. In addition to dizziness, lightheadedness, and falling, it was noted the patient had also experienced neck tightness, imbalance, and difficulty walking. On (B)(6) 2011 the neurostimulator was reprogrammed to 2-c+ 3.0v/90/130 hz. Two weeks later there was much improvement on all complaints.

Manufacturer narrative:
Lead: model: 3387s-40, lot# v335185, implanted: (B)(6) 2010, explanted: unk; programmer: model: 37642, (B)(4); recharger: model: 37651, (B)(4); extension: model: 37085-60, (B)(4), implanted: (B)(6) 2010, explanted: unk.